Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0lm39, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was implanted the day prior to the report and she was having problems using her programmer. She did not know if it was because she was in pain and ¿stuff,¿ but she could not figure out how to use the programmer. She had been in pain since the day of implant. The patient took the bandages off so she could shower. She was assisted in using the programmer, but continued to get the poor communication screen. She continued to try and get the programmer to communicate then noticed she was pretty swollen and it was really bad. The patient stated that it looked like ¿a horse kicked a mile and a half.¿ she was so swollen it was hard for her to location the incision line and implantable neurostimulator (ins). The patient continued to try and was eventually able to synch with the ins; the stimulation was on and set at 1.1. She stated that ¿she finally got it, was pressing pretty hard, now her butt hurt, her rear end was killing her.¿ the patient also mentioned that she had been leaking a little since implant. She was not going to ¿mess¿ with it on the day of the report, but would work on it the day after. She was ¿so burnt out¿ at the time of the report and slept maybe 2.5 hours the night prior and also got sick. Additional information reported on 2014 (B)(6) that had an electrical current problem and requested help turning neurostimulator (ins) off because patient was instructed her to turn ins off to see if she still had the electric current. The patient stated, she had a "rough night" and had never experienced that kind of electrical current and shooting pain in the urethra before. Later in the call the patient stated the ins was on 1.5v after the shock but patient was sure the ins was set at 2.5v. The patient stated that she did not change programs or lower the settings. The patient also mentioned that the ins was moving around and "twisting in all different directions". The patient stated, the ins stood on its side and her sister could see it sticking out. The patient stated these occurred before she slid and almost fell down about a week and a half ago. The patient stated she slid and twisted her body as she slid. The patient felt ins shift with movement like when she was sitting and getting up. The patient state her weight was fluctuating due to other health issues but had lost over 100 pounds. There was no clear notification dates for all the complaints mentioned. The patient mentioned that the "other night" she leaned over to pick up a file out of file cabinet and she had a sensation like a massive bee sting but magnified. The patient felt the sensation on both sides of her pelvis, in both legs and reported she had problems "going #2". The patient stated, she initially didn't think it was from the implant. The patient also felt the stimulation in her hands and stated her body was shaking a little. The patient took a pill for nerve pain, but stated, she still wasn't quite the same the next day. The patient stated, she was not getting the same sensation as when the ins was working. The patient stated that the ins was a "life saver" when it worked, and reported the stim even helped with her "bad side". It was clarified that the stim helped with other areas of body that were hurting. The patient mentioned that she had bad pain that she described as "inside stomach" pain and she stated that the stim helped with this pain when it was working. It was reported as soon as patient turned off the device at the time of the call she started leaking .the indicated that she used to go through 200 pads a month prior to implant and in addition to using depends type undergarments. The patient was a leakage pill from cancer surgery and reported having a blood issue. The patient did not answer if the blood issue was ins related but mentioned that her blood health care provider (hcp) referred her to the managing hcp for the ins. The patient stated that when she turned ins to 0.0v she didn't feel like the stim was going down. The patient stated that she normally can feel when the hcp increases the stim, but stated she did not feel the stim reduce as she lowered to 0.0. The patient couldn't tell if the ins was off, she just knew because, she started leaking. The patient mentioned at this time she was having cramping like menstrual cramping and started after she felt the jolt of stim. It was reported 3 days later that patient had turned off for a couple of days because about 3 days ago she got a shock wave, like a massive bee sting/ jolt that went through her right side (opposite side of implant). The patient synched with the programmer and stated she did not see any programs and it was at 0.0, and ins was off. It was later reported that on the same day of the previous call patient was not feeling too good and didn't get too much sleep. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The device was returned; thus, an explant occurred.